Event description:
It was reported that during multiple episodes of non-sustained rv oversensing due to lead noise were observed. Noise was not reproducible in clinic. The patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).